Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported paddles ECG noise. There was no pt involvement. We have requested more information and this investigation remains open.